Manufacturer narrative:
The date for this event is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after positioning an unknown long sheath and advancing a 6mm x 18mm palmaz blue on aviator plus stent deliver system (sds), an attempt to retract the delivery system into the unknown sheath was made; however, the unexpanded stent detached from the balloon inside of the renal artery. This occurred while attempting to position the stent. A procedural image was provided that shows and attempt to remove the unexpanded stent with an unknown snaring device was made; however, the procedure was aborted, and a femoral dissection was performed to remove the stent. The patient was discharged from the hospital without any issues related to this procedure. This was reportedly during a procedure to treat a patient with indication for right renal angioplasty. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation.

Event description:
As reported, after positioning an unknown long sheath and advancing a 6mm x 18mm palmaz blue on aviator plus stent deliver system (sds), an attempt to retract the delivery system into the unknown sheath was made; however, the unexpanded stent detached from the balloon inside of the renal artery. This occurred while attempting to position the stent. A procedural image was provided that shows and attempt to remove the unexpanded stent with an unknown snaring device was made; however, the procedure was aborted, and a femoral dissection was performed to remove the stent. The patient was discharged from the hospital without any issues related to this procedure. This was reportedly during a procedure to treat a patient with indication for right renal angioplasty. The device was stored and prepped per the instructions for use (IFU). The device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: as reported, after positioning an unknown long sheath and advancing a 6mm x 18mm palmaz blue on aviator plus stent deliver system (sds), an attempt to retract the delivery system into the unknown sheath was made; however, the unexpanded stent detached from the balloon inside of the renal artery. This occurred while attempting to position the stent. A procedural image was provided that shows and attempt to remove the unexpanded stent with an unknown snaring device was made; however, the procedure was aborted, and a femoral dissection was performed to remove the stent. The patient was discharged from the hospital without any issues related to this procedure. This was reportedly during a procedure to treat a patient with indication for right renal angioplasty. The device was stored and prepped per the instructions for use (IFU). The device was not returned for analysis; however, three images were sent for review. Jpg1 shows an unopened stent being removed with a snare. Jpg2 is an image of the snared stent on a blood-soaked gauze. An angiocatheter/flushing needle and the hub of the aviator can be seen in the image provided. Jpg3 is an angiographic image of an unopened stent inside a calcified vessel. The reported "stent dislodged in patient/while pulling back into gc/sheath" is confirmed based on the images provided as the stent needed to be snared out from the vessel. The exact cause of the reported event cannot be determined based on the images provided. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the failure reported as the photos do not provide sufficient information to determine the exact cause of the event. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after positioning an unknown long sheath and advancing a 6mm x 18mm palmaz blue on aviator plus stent deliver system (sds), an attempt to retract the delivery system into the unknown sheath was made; however, the unexpanded stent detached from the balloon inside of the renal artery. This occurred while attempting to position the stent. A procedural image was provided that shows and attempt to remove the unexpanded stent with an unknown snaring device was made; however, the procedure was aborted, and a femoral dissection was performed to remove the stent. The patient was discharged from the hospital without any issues related to this procedure. This was reportedly during a procedure to treat a patient with indication for right renal angioplasty. The device was stored and prepped per the instructions for use (IFU). The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after positioning an unknown long sheath and advancing a 6mm x 18mm palmaz blue on aviator plus stent delivery system (sds), an attempt to retract the delivery system into the unknown sheath was made; however, the unexpanded stent detached from the balloon inside of the renal artery. This occurred while attempting to position the stent. A procedural image was provided that shows and attempt to remove the unexpanded stent with an unknown snaring device was made; however, the procedure was aborted, and a femoral dissection was performed to remove the stent. The patient was discharged from the hospital without any issues related to this procedure. This was reportedly during a procedure to treat a patient with indication for right renal angioplasty. The device was stored and prepped per the instructions for use (IFU). Three images were sent for review. Jpg1 shows an unopened stent being removed with a snare. Jpg2 is an image of the snared stent on a blood-soaked gauze. An angiocatheter and the hub of the aviator can be seen in the image provided. Jpg3 is an angiographic image of an unopened stent inside a calcified vessel. The device was then returned for analysis. A non-sterile ¿blue/aviatorplus 6x18/142p pkg¿ unit was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing the stent is not mounted on the balloon. The stent was not returned for analysis. The balloon arrived deflated without the manufacturing pleating. The stent struts marks are observed. No other outstanding details were observed. The balloon surface was inspected using a vision system to get an amplified image. The stent struts marks were observed on the balloon surface indicating the device complied with the stent crimp process. The reported "stent dislodged in patient/while pulling back into gc/sheath" was verified based on the images provided and the returned device as the stent was not returned with the delivery system. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, the exact cause of the reported events cannot be conclusively determined. No anomalies were noted on the device during analysis that may have contributed to the dislodgement of the stent withing the guiding catheter. It was stated that ¿an attempt to retract the delivery system into the unknown sheath was made¿. Listed in the instructions for use, although not intended to mitigate risk but is recommended to be followed, ¿note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi). Keeping the gc immobile, observe fluoroscopically as the stent system is advanced through the gc over the guidewire to the target lesion. Carefully cross the lesion with the stent. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to properly position the stent within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not dislodged. C. Prior to stent expansion, ensure that stent and balloon are completely exposed from the gc. Caution: never advance the gc over an exposed stent to avoid dislodging the stent.¿ based on the information available for review, it is likely procedural factors and handling of the device with the concomitant devices may have contributed to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.